Manufacturer narrative:
Correction to field h10: additional MFR narrative investigation summary: laboratory analysis could not confirm the reported clinical observations of peyronies disease; however, a pump pressure anomaly was detected. This pump issue would not have caused or contributed to the reported clinical observations. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders and pump were returned. The cylinders were visually inspected, microscopically examined, and pressure tested; all tests were passed. The pump was visually inspected, microscopically examined, leak tested and functionally tested; the pump did not pass the deflation test which could affect the functionality of the device but would not have contributed to the clinical observations of poor device fit. Product analysis was unable to confirm the reported events. Labeling review: there was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary, and the complaint investigation conclusion code is adverse event related to patient condition.

Event description:
It was reported that the patient underwent an original implant surgery for inflatable penile prosthesis (ipp). During the procedure, the physician considered that the device did not fit due to the peyronies disease of the patient. The implant procedure was aborted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the returned cylinders ad pump underwent thorough analysis. The cylinders were visually and microscopically inspected, leak tested, and pressure tested. Both cylinders passed all tests performed. The pump was visually and microscopically inspected, and underwent lead and functional testing. The pump did not pass the deflation test which could affect the functionality of the device but would not have contributed to the clinical observations of poor device fit.

Event description:
It was reported that the patient underwent an original implant surgery for inflatable penile prosthesis (ipp). During the procedure, the physician considered was not satisfied with device fit which was impacted by the peyronies disease of the patient. The implant procedure was aborted.

Manufacturer narrative:
Pending investigation.

Event description:
It was reported that the patient underwent an original implant surgery for inflatable penile prosthesis (ipp). During the procedure, the physician decided that the device did not fit, and the implant procedure was aborted. It was reported that the device labeling did not accurately reflect the size of the device.